Event description:
It was reported by the patient that their previous surgery was done because their "wire was contaminated". It was further reported by the patient that their current device feels like it moves and something is "sticking three inches out" when they raise their arm. Follow-up was attempted with the clinic; however, no additional information could be obtained. The right ventricular (rv) lead and the device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the clinic indicating that the patient had been seen twice since their call to the manufacturer. There was no procedure done due to a contaminated lead and no performance issues were noted with the lead or the device. No intervention was taken and there were no patient complications noted.